Event description:
It was reported by the patient that while using a regular retainer, had swollen gums and the retainers were pushing out covering their teeth. Additionally, the teeth were not straight, more crowded, and that they had pain and jaw clicking. They continued to share that their dentist gave them medication for their gums and advised them to discontinue wearing their retainers.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21cfr part 803. This MDR is being submitted as a part of a retrospective review and remediation effort based on enhancements and harmonization made to the company's complaint handling processes. There is no change to device performance or to the device risk profile. A CAPA: (2023-487) has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. This retrospective review includes the date range of 05/17/2021 through 05/31/2024.